Manufacturer narrative:
The exact cause of the event is currently unknown. The product remains implanted in the patient. No sample or biopsy of the thickened patch area is available for further analysis. No additional information is currently available. A review of manufacturing records for lot m14g1086 is currently in process. This is the only event reported for lot m14g1086 to date. The IFU for the cormatrix ecm for cardiac tissue repair lists acute or chronic inflammation and thrombosis as potential complications. A supplemental report will be filed at the completion of the investigation.

Event description:
On july 10, 2015, cormatrix cardiovascular received details of an event involving the cormatrix ecm for cardiac tissue repair product. Details of the event are provided below. It was reported that ecm for cardiac tissue repair was used during a senning procedure in a patient that was approximately 4 months old. The patient had complex transposition of the great arteries (tga). An arterial switch procedure was not possible since the patient had pre-existing pulmonary valve stenosis and a mitral valve problem. On (B)(6) 2014, the ecm patch was used during the senning procedure to create a new roof at the confluence of the pulmonary artery. It was reported that the patched area was in a low pressure area (around 8-12 mm hg), and had very little pulse, almost none. Approximately 7 months later, the patient experienced cardiogenic shock and required cardiopulmonary resuscitation. An MRI scan found a dense thickening in the patched area to approximately 10mm, almost causing obstruction in a small area of the pulmonary artery. A re-operation was required due to stenosis. The surgeons did not remove the ecm patch but cut it and widened the narrow orifice using a bovine pericardium patch. The surgeons described the thickened patch area as "similar in appearance to endocarditis" and originally thought that the thickening occurred as a biological response to infection. However, there was no sign of infection. A small sample taken from the thickened area was not positive for bacteria or fungi. However, some thrombotic material was found in the sample. The hospital histology report indicated inflammation. Although cardiac function returned following secondary surgery to treat the stenosis, the patient has suffered brain damage. At the time of the event, the patient was in distress and was admitted to a different hospital. The other hospital was not able to quickly diagnose and address the issue. It is unknown how long the patient was in distress before receiving treatment. The patient required resuscitation and has permanent injury as a result. No sample or biopsy of the thickened patch area is available for further analysis.

Manufacturer narrative:
Event or problem description was corrected to indicate that the ecm patch was used during the senning procedure to create a new roof at the confluence of the "pulmonary veins to form the pulmonary tunnel leading to the tricuspid valve" and that dense thickening occurred in a small area of the "pulmonary venous tunnel". The original description incorrectly stated "pulmonary artery". The exact cause of the event is currently unknown. The product remains implanted in the patient. No sample or biopsy of the thickened patch area is available for further analysis. No additional information is currently available. The exact cause of the reported patch thickening cannot be determined without further histological evaluation. The manufacturing records for lot m14g1086 (expiry date 2015-10) have been reviewed. There were no deviations or non-conformances that could have caused or contributed to the reported event. Product was manufactured and released according to approved procedures and specifications. This is the only event associated with lot m14g1086 to date. The IFU for the cormatrix ecm for cardiac tissue repair lists acute or chronic inflammation and thrombosis as potential complications. A review of medical literature indicates that venous baffle stenosis occurs at a rate of 0 - 5.4% after the senning procedure. When this complication was broken out into stenosis of the systemic venous tunnel versus stenosis in the pulmonary venous tunnel, the rates were 3 - 3.2% and 2.5% respectively. A review of medical literature indicates that stenosis and systemic and pulmonary venous pathway obstructions are known potential complications of the surgical procedure, and that patients who undergo the senning procedure should be monitored periodically for stenosis.

Event description:
On (B)(6) 2015, cormatrix cardiovascular received details of an event involving the cormatrix ecm for cardiac tissue repair product. Details of the event are provided below. It was reported that ecm for cardiac tissue repair was used during a senning procedure in a patient that was approximately (B)(6). The patient had complex transposition of the great arteries (tga). An arterial switch procedure was not possible since the patient had pre-existing pulmonary valve stenosis and a mitral valve problem. On (B)(6) 2014, the ecm patch was used during the senning procedure to create a new roof at the confluence of the pulmonary veins to form the pulmonary tunnel leading to the tricuspid valve. It was reported that the patched area was in a low pressure area (around 8 - 12 mm hg), and had very little pulse, almost none. Approximately 7 months later, the patient experienced cardiogenic shock and required cardiopulmonary resuscitation. An MRI scan found a dense thickening in the patched area to approximately 10mm, almost causing obstruction in a small area of the pulmonary venous tunnel. A re-operation was required due to stenosis. The surgeons did not remove the ecm patch but cut it and widened the narrow orifice using a bovine pericardium patch. The surgeons described the thickened patch area as "similar in appearance to endocarditis" and originally thought that the thickening occurred as a biological response to infection. However, there was no sign of infection. A small sample taken from the thickened area was not positive for bacteria or fungi. However, some thrombotic material was found in the sample. The hospital histology report indicated inflammation. Although cardiac function returned following secondary surgery to treat the stenosis, the patient has suffered brain damage. At the time of the event, the patient was in distress and was admitted to a different hospital. The other hospital was not able to quickly diagnose and address the issue. It is unknown how long the patient was in distress before receiving treatment. The patient required resuscitation and has permanent injury as a result. No sample or biopsy of the thickened patch area is available for further analysis.